Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd 20ml luer-lok¿ syringes sterile had foreign black material found on the tip of 1 syringe, in addition a 2nd syringe had what appeared to be a burned mark on one side of the wing by the barrel. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Results: bd received two samples from the customer in support of this complaint. The sample had a burnt flange, the other sample had grease/oil on the tip of the syringe. A DHR was completed and no defects were found. No quality notifications were issued for this batch. During the printing process, the syringe rides on chains. The chains are oiled/greased to preserve the function and improve the life of the chains. When the chains are oiled, it is possible that excess oil/grease was applied and if not cleaned properly it can contaminate the syringe. Burns can be caused when there is a blockage in the mold vents/gates which can cause burns on the flange of the syringe during the molding process. Retraining to all operators, mechanics, and technicians to remind them to not overgrease/oil the printing chains and avoid contaminating syringes was performed on 8/1/17. Conclusion: during the printing process, the syringe rides on chains. The chains are oiled/greased to preserve the function and improve the life of the chains. When the chains are oiled, it is possible that excess oil/grease was applied and if not cleaned properly it can contaminate the syringe. Burns can be caused when there is a blockage in the mold vents/gates which can cause burns on the flange of the syringe during the molding process.